Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a green image. The issue was found during set up for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurred, damage on charged coupled device unit, outer tube was dent and component failure of charged coupled device and outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green image and image noise was caused due to damage on charged coupled device unit resulting in a component failure of charged coupled device unit. Outer tube was dent due to a component failure of outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.